Event description:
It was reported that in true bipolar the right ventricular (rv) lead tip to ring impedance was out of range high. An alert triggered. Thresholds were also high and intermittent pacing was seen at maximum output. The lead was reprogrammed to integrated bipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.